Manufacturer narrative:
Exemption number e2015058. (B)(4). The history log for this device showed that the pad-pak was first installed successfully by the user on the history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2014. On the (B)(6) 2014, the device failed the weekly auto self-test due to low battery. The device was still in fault mode on the (B)(6) 2014, when information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to the last log entry on the (B)(6) 2017. The device was disassembled to investigate. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section usage of device of this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.